Manufacturer narrative:
Eval: DHR review performed. Results: DHR review showed that no similar defect was reported during that mfg or packaging processes of this lot. Conclusion: CAPA (B)(4) was opened to address the issue of staples jamming. A f/u report will be filed if add'l info is received.

Event description:
The event is reported as: stapler was jamming during use. No injuries reported.